Event description:
It was reported that testing carried out on (B)(6) 2012, shows all electrode channels with status hi, except for one. The pt's parents did not report of any accident or trauma. The pt has no access to sound. A CT scan was performed with normal results.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.